Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The proximal aortic neck measured 16 mm in length and 27.6 mm in diameter. The right common iliac artery measured 24, 26, 23, 22 mm in diameter. The left common iliac artery measured 21, 18, 20 mm in diameter. The external iliac arteries measured 11 mm in diameter. It was reported that the delivery system of the endurant ii bifurcate broke on the last step of index procedure. The blue thumbwheel on the delivery system was broken. There was no shipping or packaging damage noted to the original box. The delivery system was successfully extracted from patient. There was no higher than expected forces encountered when extracting the delivery system from patient. The patient did not experience any injury due to the broken delivery system. After extraction of the delivery system, no endoleak was seen and procedure was completed. On the next day, the patient complained of pain in the right buttock. The patient did not get up after the evar. The physician was not able to identify pulsation on the right popliteal artery during patient evaluation. An ultrasound was done and it was found that there was no blood in the common iliac artery and common femoral artery. The patient was taken to the operating room immediately. An angiography with no contrast was done. Thrombosis was found. Brachial access was made and thrombectomy was done. Soft thrombus was extracted and balloon dilatation was done. A stent graft was added to the distal of the bifurcate stent graft on the right side. The patient was treated with anti-coagulation therapy. Per the physician, the event was related to the device. An ultrasound was done five days after the index procedure and it showed the event resolved. It was noted that the bolus injection of heparin was not an acceptable protocol for the treatment in the clinic. Per the physician, the cause of the broken delivery system and thrombosis remains unknown. The patient did not have coagulation issues prior to implant of the stent graft. No additional clinical sequelae were reported and the patient is fine. Films review and analysis: the angio images at implant were reviewed, and approximate measurements were taken from the scale seen on the films. The films revealed that the proximal neck flow lumen diameter just below the left renal measured 19mm (l-r), and 2mm lower measured 18mm. The infrarenal neck was angulated 50deg l-r. The flow lumen diameter of the distal aorta measured 3cm. The right common iliac artery flow lumen diameter ranged from 12 ¿ 16mm, and the left common iliac diameter ranged from 13-14mm. The bifurcate was brought up the right side and positioned just below the left renal artery. The final contrast images showed that the bifurcate was implanted just below the lowest left renal. The contra limb was placed into the left common iliac artery, and the ipsi limb + extension were placed down into the distal right common iliac artery; just proximal to the iliac bifurcation. Final angio showed no endoleak, both limbs appeared patent and no obvious flow issues were seen. The stent graft proximal od measured 20mm. Two cm¿s lower, where the stent graft was acutely angulated within the proximal neck, the od narrowed down to 16mm. At the level of the gate the right/ipsi limb od was 11mm, and the contra limb was 11mm. At the level of the distal aorta the stent graft limb od¿s were 13-14mm. The distal end of the ipsilateral extension measured 16-17mm in diameter. No stent graft issues were seen; the limbs were fairly straight; no stent graft kinks or area of compression were visible from these 2-d images. Angio¿s from 1-day post-implant revealed that the right side (ipsi limb and right extension) were totally occluded beginning just below the level of the flow divider. The left side was patent. A thrombectomy procedure was performed on the right side. Following this intervention improved blood flow was seen within the right limbs; however, areas of thrombus were still present within the ipsi limb just above the level of the gate (where the od measured 11mm), and within the distal end of the limb extension (od measured 14-17mm). An additional limb (8mm od) was then placed from the distal end of the ipsi limb, extending 2cm beyond the end of the first ipsi limb extension and covering the right internal iliac artery. Final angio showed patent flow through the ipsi extension #2, along with the previously noted levels of thrombus seen within the ipsi limb and ipsi extension #1. The cause of the right limb occlusion could not be determined. No obvious stent graft kinks or compression were observed. Other than the acutely angulated and narrowed aortic body within the distal section of the proximal neck, no other stent graft angulation was seen from the 2d images provided. It is possible that this is a patient condition causing poor distal runoff. Images during the reported rear wheel break were not provided, and the cause could not be determined from the films.

Manufacturer narrative:
(B)(4).